Manufacturer narrative:
(B)(4): the lot of the suspect device was not identified, therefore the MFR cannot determine the suspect device. The screws that were used are lot # w05l1263, w05l1266, and w05l1268. (B)(4). The MFR date for lot w05l1263 is 02/22/2007; the MFR date for both lots w05l 1266 and w05l 1268 is 01/02/2006. Neither device nor film of applicable imaging studies were returned to the MFR for eval. Therefore we are unable to determine the definitive cause of the reported event. Device history records for these lots were reviewed. No documentation was found that would indicate a non-conformance to specifications.

Event description:
It was reported that the pt underwent a plif using cage and posterior fixation at l5-s1. One of the l5 screws was found migrated immediately post op. The revision surgery was performed three days post op. The fixation level was extended to l4. The fixation screw was not implanted at l5.